Manufacturer narrative:
Product event summary: the controller was returned for evaluation along with the battery. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed multiple controller fault alarms. Controller fault alarms of this type are indicative of a leaky diode on the automatic power switch (aps) circuit. An internal investigation was opened to evaluate these reported events to the controller. Analysis of the controller revealed that the device met specifications; the device passed visual examination and functional testing. Analysis of the battery revealed that the device failed to meet specifications; the battery passed visual examination but failed functional testing due to a high max error, indicative of a battery out of calibration. The battery was successfully reset after allowing the battery to charge and discharge for a longer period of time. The most likely root cause of the high max error can be attributed to a usage pattern, where the battery is not allowed to discharge to the recommended 25% relative state of charge (rsoc). The most likely root cause of the reported controller fault alarm can be attributed to a leaky diode on the aps circuit. No issues were found with the battery that could have contributed to the reported event. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery / (B)(4) / model #: 1650de / expiration date: 2014-08-31 UDI #: asku, return date: 2015-06-18, evaluated by MFR, mfg date: 2013-08-01, not labeled for single use (B)(4)

Event description:
It was reported that the battery disconnected and reconnected to the controller a couple of times. The controller and the battery were replaced. No patient complications have been reported as a result of this event.